Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use it was discovered that the tubing was defective and the luer connector is missing with a bd phaseal¿ secondary set (c62). The following information was provided by the initial reporter: after opening the packaging, the pharmacist discovered that the c62 is missing a luer connector at the end of the tubing.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 3003152976-2020-00249 was sent in error. Complaint is actually for damaged / deformed product - device is not operable which is not considered to be a reportable malfunction.

Event description:
It was reported that prior to use it was discovered that the tubing was defective and the luer connector is missing with a bd phaseal¿ secondary set (c62). The following information was provided by the initial reporter: after opening the packaging, the pharmacist discovered that the c62 is missing a luer connector at the end of the tubing.